Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. Cracked / broken lines and black marks found on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (05/23/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings. The alleged complaint was confirmed: the returned meter had a cracked/broken lcd display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's relative contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter has black marks on the display. The complaint was classified based on the customer care advocate (cca) documentation. The patient's relative reported the alleged issue began approximately a couple of weeks ago prior to contacting lfs. The relative claimed the patient was not on any diabetes medications, but continued to follow his diabetes regimen despite the alleged issue. The relative reported 4 days after the alleged issue began, the patient experienced symptoms of vomiting and was incoherent. In response to the symptoms, the relative indicated the patient went to see his health care provider (hcp) for assistance on (B)(6) 2011. At the time of the doctor's office visit, the relative stated the patient was administered IV fluids and was tested by the doctor/clinic meter with readings of "70 or 80 mg/dl". At the time of troubleshooting, the cca noted the patient had used the subject meter before and the meter had not been misused. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.